Manufacturer narrative:
(B)(4). This complaint is confirmed. The cause was not determined. The ad prom material -access care and complications management update? (Ad prom #: al06058c) provides proper instructions on page 13 for clinics to teach their patients to follow proper aseptic technique to take care of the exit site.

Event description:
This is a report of a home patient (hp) that pulled their transfer set out of their exit site during drain 2 of 9 and went to the emergency room. Additional information was requested but not provided.